Event description:
The distributor reported on behalf of their customer that the device, pro2041, 1/4 inch 6.5mm powerpro 1/4 inch chuck attachment, was being used during an unknown procedure on (B)(6) 2024 when it was reported, ¿it was reported that this product broke into two pieces during use.¿ the procedure was completed using a backup instrument. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questions found that the device was broken during surgery, fell into the patient and was retrieved using forceps. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The unit came in two pieces with missing parts and the retaining ring was not seated properly. Preventative maintenance is not overdue. Preventative maintenance completed on this repair order. Repair/evaluation completed. Final test completed and met all specifications. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that the retaining ring was not seated properly. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no prior data was found. (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, pro2041, 1/4 inch 6.5mm powerpro 1/4 inch chuck attachment, was being used during an unknown procedure on (B)(6) 2024 when it was reported, ¿it was reported that this product broke into two pieces during use.¿ the procedure was completed using a backup instrument. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questions found that the device was broken during surgery, fell into the patient and was retrieved using forceps. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.